Manufacturer narrative:
G4: 15jan2020. B4: (B)(6). The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The touch screen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touch screen assembly revealed evidence of pin mark scratches on the touchscreen. The touch screen assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The ventilator remained operational with no errors detected. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The touchscreen assembly was tested and no failures were identified. The pin mark scratch on the touchscreen does not affect the function of the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touchscreen was damaged. No patient or user harm was reported.

Manufacturer narrative:
Date received by manufacturer: 12 november 2019. Date of this report: 13 november 2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer's field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated.